Event description:
It was reported that the rota burr got stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro and rotawire drive were selected for use. During the procedure, inside the patient, the burr got stuck with the rotawire. The devices were removed as one unit and the procedure was completed with another of the same device. There were no complications, and patient was stable post procedure.